Event description:
Hcg false negative. Cap sample tested with consult diagnostics hcg dipstick. Test strip read as negative. Cap report evaluation scored result as unacceptable. Correct response was positive.